Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 190-200 units of insulin, and displayed an initial fill estimate of 90 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 88 mg/dl. Reportedly, the customer will continue using the pump for insulin therapy.